Manufacturer narrative:
(B)(4). The field service engineer was dispatch to the site and replaced and tested the - "stand-trolley cable + mains". This solved the problem.

Event description:
The customer reported sporadic failure of the c-arm.